Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested due to questions regarding ventricular rate regulation (vrr) pacing markers and possible farfield signals on this implantable cardioverter defibrillator (ICD) system. Upon review, the suspected farfield signals appeared to be intrinsic atrial signals. Additionally, there was ventricular tachycardia (vt) undersensing with competitive vrr pacing. Review of the clinic notes revealed elevated right atrial (ra) lead threshold measurements (3.1v) with a programmed ra output of 3.5v, and chronically high out-of-range ra pace impedance measurements greater than 2,000 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested due to questions regarding ventricular rate regulation (vrr) pacing markers and possible farfield signals on this implantable cardioverter defibrillator (ICD) system. Upon review, the suspected farfield signals appeared to be intrinsic atrial signals. Additionally, there was ventricular tachycardia (vt) undersensing with competitive vrr pacing. Review of the clinic notes revealed elevated right atrial (ra) lead threshold measurements (3.1v) with a programmed ra output of 3.5v, and chronically high out-of-range ra pace impedance measurements greater than 2,000 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.